Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/19/2016 with the following findings: during investigation, there was no damage found to the keypad. All the keys were responsive to user presses. They keypad cover was removed and there was no damage to the button contacts but there was contamination found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/05/2016 with the following findings: during investigation, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was tactile issue with the keypad buttons. No additional information was available. Attempt by customer support to follow-up on the matter was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.